Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2020-33169. It was reported the patient's permanent scs system implant was abandoned as the physician was unable to advance the leads in the epidural space. No patient consequences were noted.

Event description:
Related manufacturer reference number: 3006705815-2020-33169.

Manufacturer narrative:
A4: patient weight was obtained via follow-up and has been provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.